Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2016 through (B)(6) 2017.

Manufacturer narrative:
Feb 2017 asr exemption e2013025 the total number of events for product classification code ftm is 63. Qty 32- pelvisoft acellular collagen biomesh qty 10- pelvisoft acellular collagen biomesh, 4cm x 7cm qty 19- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 2- pelvisoft acellular collagen biomesh, 8cm x 12cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2017 asr.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through january 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.